Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of cells damaged/leaking. Initial complaint assessment the pcom search returned a total of 61 complaints for lower back and hip products during this time period for the class/subclass. Of the 61 complaints; 22 complaints have the batch number recorded as ¿unknown¿. The 39 remaining complaints were evaluated. There were nine complaints confirmed to have a manufacturing process root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass cell damaged/leaking for lbh products.

Event description:
Two of the heatwraps she purchased for her daughter was busted and her daughter was unable to use them, device leakage. Case narrative: this is a spontaneous report from a non-contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hipheatwrap), (device lot number and expiration date was not provided), via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The consumer stated two of the heatwraps she purchased for her daughter were "busted" and her daughter was unable to use them; the mother didn't have any other information to give. The action taken with thermacare heatwrap and the outcome of the event was not reported. The product quality group reported that: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for lbh product for the subclass of cells damaged/leaking. Initial complaint assessment the pcom search returned a total of 61 complaints for lower back and hip products during this time period for the class/subclass. Of the 61 complaints; 22 complaints have the batch number recorded as 'unknown'. The 39 remaining complaints were evaluated. There were nine complaints confirmed to have a manufacturing process root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass cell damaged/leaking for lbh products. No follow up attempts are possible. No further information is expected. Company clinical evaluation comment : the patient reported that two of the heatwraps she purchased for her daughter was busted and her daughter was unable to use them. This is a single potential device malfunction which has a theoretical risk to cause skin burn. No other adverse event such as burn was associated with the use of the device. The event is medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported that two of the heatwraps she purchased for her daughter was busted and her daughter was unable to use them. This is a single potential device malfunction which has a theoretical risk to cause skin burn. No other adverse event such as burn was associated with the use of the device. The event is medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.